Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
The customer's mother reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. Prior to the event the mother had changed the customer to a gluten free diet due to higher blood glucose results. At the time of the event the customer experienced low blood glucose symptoms and the mother called 911. The customer received a result of 6.0 mmol/l on the performa system and a result of 2.7 mmol/l on the emt's meter within 1 minute. The treatment provided by the emt's was not provided. The customer was transported to the hospital and admitted for hypoglycemia. The blood glucose results and treatment provided at the hospital was not provided. The customer was hospitalized for 6 days.